Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager observed power up fault code #14 in the fault log. After performing compressor output calibration the stm was unable to duplicate the alarm. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that before use/procedure the cardiosave intra aortic balloon pump (iabp) alarmed power up fault code # 14. No patient involvement reported. No adverse event reported.